Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's drg permanent procedure, the sheaths kinked and caused the leads to kink. Physician could not pull the leads back through the sheaths. As a result, the case was abandoned.